Manufacturer narrative:
(B)(6).

Event description:
Information was received that after switching to a successor model tracheostomy, the patient's condition worsened after a couple days. The patient switched back to the previous tracheostomy.